Event description:
It was reported that during a laparoscopic low anterior resection, the knife a few millimeters moved forward and stopped at the first firing on the rectum. The cartridge was blue. The device was fired again after loading a green cartridge and the same event occurred. Another device loading a gold cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pse60a device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire was noted during functional testing. The event could not be confirmed as no malformed staples were noted during functional testing.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? Some unformed staples of the proximal end were protruded. If yes, were the staples formed properly? No. If yes, was the staple line complete? No.